Event description:
It was reported that there was far field oversensing by the atrial channel. The caller plans to make parameter adjustments. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.